Manufacturer narrative:
(B)(4). The returned product met specification as received. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 12/14/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the handle of the device became stuck when the operator would open and close the jaws. There was no patient injury. (B)(4).